Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The investigation determined that the device fault could not be reproduced during in-house testing. There was no fault found with the returned device. The investigation found a pediatric circuit being used with adult settings on the device. The obstruction alarm and oxygen desaturation was most likely due to an inadequate device set-up for the patient's diagnosis and respiratory needs. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: medwatch 3007573469-2015-00776 follow-up 1 is associated with the same patient as this report. This report is referencing the complaint reported of the initial ventilator.

Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. Resmed reference #: (B)(4). Note: medwatch 3007573469-2015-00776 is associated with the same patient as this report. This report is the initial ventilator that allegedly malfunctioned. Resmed is in the process of obtaining additional information regarding the event.

Event description:
It was reported to resmed (B)(6) that an astral device alarmed and the patient had the oxygen level desaturate. The patient was then placed on a resmed back-up ventilator. There was no patient injury or medical intervention reported as a result of this incident.